Manufacturer narrative:
(B)(4): the device was manufactured november 17, 2014 ¿ november 18, 2014.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from its fillport. This occurred during filling. There was no patient involvement. No additional information is available.